Event description:
It was reported that the patient management database application displayed that the device had a battery life of 1 year 5 months remaining which was incorrect. The battery was at end of life. The customer corrected the information in the patient management database application, but requested that the issue be investigated. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the health professional discovered that the information wasn't system generated, but was hand entered.